Manufacturer narrative:
(B)(4): the customer reported that the external paddles failed during testing. The device was evaluated by a philips field service engineer. The symptom was verified. The issue was resolved by replacing the external paddles and one of the contacts in the paddle tray. Since multiple parts were replaced, we are unable to determine the exact cause of the customer's reported symptom. The device passed all post-service testing.

Event description:
The customer reported that the external paddles failed during testing.